Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. Patients ipg was replaced. No complications. Nothing will be returned due to policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention may be pending to address the issue.